Manufacturer narrative:
Device identifier was not provided after multiple attempts. Based on the information provided, it cannot be determined that the alleged wound dehiscences are related to the v.a.c.® therapy system. There have been several attempts made to gather additional information, but there has been no response. It is unknown if and what medical or surgical intervention was required. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On (B)(6) 2018, the following information was received by kci after a review of journal article, wihbey, kristina et al."prophylactic negative pressure wound therapy and wound complication after cesarean delivery in women with class ii or iii obesity" obstetrics & gynecology. 2018 aug;132(2):337-384. Doi: 10.1 1097/aog.0000000000002744: per table 3. Occurrence of postoperative complications' noted (B)(4) wound dehiscences occurred in the negative pressure wound therapy dressing group. No additional information is available. The units types or serial numbers were not provided, therefore kci cannot conduct device evaluation of the units. Kci has not been able to obtain sufficient information. No additional information is available.